Event description:
Pheresis staff opened astotube infusion extension set noticed that end connection was not on tubing set. Manufacture stihler electronic gmbh; lot# 32464464; expiration date 11/13/2027.